Event description:
Physician removed a port from a child and noticed that the back of the port has been pierced through most likely with an access needle.

Manufacturer narrative:
An investigation has been initiated. Additional information regarding the incident, patient and device has been requested. When the investigation is complete a supplemental report will be submitted.